Event description:
A malfunction alarm with code malf 12 was reported, and the issue persisted even after the customer attempted to reset the pump. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer with the pump reset and confirmed the shipping address for a replacement pump as the device was under warranty. The customer was instructed on using an alternate insulin delivery method and how to prepare the faulty pump for return. The customer understood and acknowledged these instructions.